Event description:
It was reported to boston scientific corp on (B)(6) 2009 that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2009. According to the complainant, the adapter part of straight feeding tube detached from tube post procedure. The procedure was completed with another one step button initial placement gastrostomy kit. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).